Event description:
It was reported that during a ptca procedure, the balloon would not deflate. The patient experienced myocardial damage. Several unsuccessful attempts were made to obtain additional information on this procedure. Patient status is unknown.